Event description:
The customer reported that the jaws would no longer open after being applied to tissue during a lobectomy. The tissue adjacent to the jaws was cauterized and cut in order to remove the device. There was no bleeding. A new device was opened to complete the case and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.